Event description:
It was reported that the asymptomatic patient presented in-clinic after receiving an alert for low high voltage lead impedance. A single out of range measurement was noted on review of the diagnostics. The out of range measurement could not be reproduced in-clinic. Remote monitoring will continue. There were no adverse consequences to the patient.

Event description:
New information received notes that the patient came into the clinic after receiving an alert. A stored episode showed oversensing due to lead noise. The noise was reproduced with pocket manipulation. The lead was explanted and replaced. The lead was discarded in the field. The patient was fine after the event.